Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. Episodes of noise reversion were noted. No intervention was performed. The patient status was unknown.